Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump screen is blank when powered on and the pump starts to beep and will not turn off. No patient injury reported and no additional information is available.

Manufacturer narrative:
Other text: tamper seal removed / broken: both broken. Physical condition of the device: cracked bottom case by l-bracket. Broken ac cord clamp. Results of event history/error log review (if applicable): unable to view ehl due to blank screen with constant alarm. Reported problem duplicated / replicated: yes, found blank screen with constant alarm at power up. What caused the reported (primary) problem? Incomplete update process by customer. Actions / repairs done to correct the reported (primary) problem: "uploaded software from base to head of the pump to solve the reported problem. Updated to software version v1.6.4. Performed power up process. DHR review summary: product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.